Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the buttons are not responsive. Customer does not recall any significant events leading to the error but indicated that he jumped in pool with the pump on his body about one week prior to incident. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 366 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. Customer indicated he wanted to go back to insulin shots and no further information was given.